Event description:
It was reported the patient experienced a shocking or jolting sensation. The jolting started for the patient 'a little over a month ago' and occurred about twice a week; it was not positional in nature. There was no known accident or incident related to the event. The patient felt jolts in her head, legs, and left arm. The patient's left arm was the target area for stimulation coverage. An impedance test yielded in-range but lower-than-normal results; all pairs read 547 ohms, except for pair 'c/0' equaling 261 ohms and pair '1/3' an unknown amount (the programmer read '???'). The manufacturer representative initially received 3 '???' Readings from the impedance test at an amplitude of 0.8 volts; the representative increased the amplitude to 1.0 volts and got the reported results. The representative reprogrammed the patient from the 1/3 electrode pair to the 1/2 electrode pair and the patient still received stimulation in the target area. It was planned that the patient would try out the new electrode setting. A longevity calculation was performed to estimate the patient's implantable neurostimulator (ins) battery life. With the ins set to an amplitude of 0.7 volts, a pulse width of 390 microseconds, a rate of 85 hz, and a resulting impedance of 585 ohms, it was estimated that if the patient used her device 15 hours/day, the device would last 95 months. (B)(6) 2012 they are going to see how she does with the new electrode setting. Reviewed with caller there may be a possible fluid short. Device specifications were requested. Performed longevity calculation to estimate ins battery life. Calculation based on: 0.7v, 390us, 85hz, 585 ohms, 15 hrs/day use = 95 months. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received from the healthcare professional reported that the patient had called in on (B)(6) 2012 and stated that the implantable neurostimulator was working and had not experienced any shocking since being reprogrammed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1997, product type: extension; product ID: 7495, serial#: (B)(4), implanted: (B)(6) 1997, product type: extension; product ID: 7434-e, serial#: (B)(4), implanted: (B)(6) 1997, product type: programmer, patient; product ID: 3487a, lot#: l43440, implanted: (B)(6) 1997, product type: lead; product ID: 3487a, lot#: l43440, implanted: (B)(6) 1997, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).